Event description:
I am using a medtronic 780g insulin pump with the g4 blood glucose monitoring system sensors. The sensors are supposed to last 6 days. I have gone through 3 boxes of this device, and none have lasted more than 4 days. Most failing after 2-3 days. My insurance company will only pay for a supply based on the fact that these are to last 6 days. So I am short of the needed amount until I can reorder. Reference report: mw5167621, mw5167623.